Event description:
A facility representative reported that during surgery, they noticed that they loaded lens then ripped. Procedure was completed on the same day. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. The optic was broken into pieces. Only two of the optic portions were returned. The optic edge was torn and split near one haptic. Another edge area was broken. The broken lens material was not returned. A third area of the optic edge was chipped. The posterior optic surface has a deep scrape mark near the optic edge. The posterior optic surface was scratched near the central optic zone. The anterior optic surface has multiple scratches in the central optic zone. A scrape mark was located near the anterior optic edge. One half of the tip of one haptic was broken and not returned. The other haptic was broken in the distal area (not returned). This haptic was also cracked, gouged on the anterior distal area and chipped on the distal anterior edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The reported damage was observed. The root cause cannot be determined for the reported complaint. Qualified associated products were used. The lens was extremely damaged, and the optic was torn into pieces. Damage was observed to the anterior and posterior of the optic and damage to both haptics. This may indicate that the lens and/or handpiece plunger may have been misaligned for lens advancement per the IFU. The reporter indicated that the lens was loaded and then it ripped. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degree c (64 degree f) and 23° c (73 degree f). If the operating room temperature is too high (> 23 degree c / 7 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).